Manufacturer narrative:
(B)(4). The customer returned one 3-l catheter for analysis. Signs of use in the form of biological material was observed on the catheter body and within the extension lines. The catheter body appeared intentionally severed and the distal portion was not returned for analysis. Visual analysis of the distal extension line revealed that it was separated directly adjacent to the luer hub. Portions of the extension line material were still visible inside the separated luer hub. The extension line appeared rough and jagged at the point of separation. The distal extension line outer diameter measured 2.205mm, which is within the specifications of 2.13-2.21mm per product drawing. The distal extension line inner diameter within the luer hub measured 1.4732 mm, which is within the specifications of 1.40-1.48mm per product drawing. Functional inspection of the defective distal extension line could not be performed due to the condition of the returned device. A manual tug test confirmed that the medial and proximal extension lines were secure to their luer hubs. A device history record review was performed, and no relevant findings were identified. The report of an extension line/luer hub separation was confirmed through complaint investigation. Visual analysis revealed that the distal extension line had separated adjacent to the luer hub. It was observed that portions of the molding were still visible inside the luer hub. The extension line appeared rough and jagged at the point of separation. A CAPA has previously been initiated due to an increasing trend of cvc extension line leaks and separations. The CAPA investigation indicated the root cause of this issue is manufacturing related. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend complaints of this nature.

Event description:
It was reported the luer hub of the distal lumen got broken during placement of the catheter the catheter was removed and replaced with a new kit. No patient harm or injury. No medical intervention required. Patient current condition reported as "fine". Associated MDR number 3006425876-2024-00082.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the luer hub of the distal lumen got broken during placement of the catheter the catheter was removed and replaced with a new kit. No patient harm or injury. No medical intervention required. Patient current condition reported as "fine". Associated MDR number 3006425876-2024-00082.